Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated their blood glucose declined to 49 mg/dl. The customer treated their blood glucose with juice. The customer also reported feeling out of it, sweating and shaking from their blood glucose. Customer also reported the threshold suspend feature was not prompted when the customer experienced their low blood glucose. It was found the threshold suspend feature was turned off on the insulin pump. Customer also reported the insulin pump would go into threshold suspend when sensor glucose was 128 mg/dl in the past. Customer declined to troubleshoot for the sensor's inaccurate readings. Customer's blood glucose was 78 mg/dl at the end of the call. The insulin pump will not be returned for analysis.